Event description:
An electrosurgical unit was triggering an output even though the user wasn't depressing any buttons. The physician noticed that the audio buzzer and power output lamp were continually activated. The users claimed they switched out the hand pieces and that it did not solve the problem. The device was removed from the or and sent to biomedical engineering for testing and examination. The problem was confirmed by biomed engineering and it was discovered that when the handpiece tip was flexed, the buzzer would sound. We obtained a new suction coagulator handpiece and the unit would not alarm. Therefore, we concluded that the hand piece was faulty. The faulty hand pieces will be given to the supply chain manager for return to the manufacturer for further study. The unit was tested and returned to service. The patient was not harmed by this malfunction.